Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that customer was experiencing high blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl which was treated with manual injection customer¿s other blood glucose value was 204 mg/dl and based on customer report customer was alleging insulin pump was under delivering. Troubleshooting was performed for high blood glucose. Customer stated that they had high blood glucose level because insulin pump was not working and had no alerts. Customer had symptoms such as loss of appetite. Auto mode feature was not active at time of high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. The insulin pump will not be returned for analysis.